Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the bag and line of the homechoice cassette which is known to cause the reported alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that one of the bags disconnected and spilled all over the floor. The technical services representative advised the patient to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.